Event description:
The pt's mother reported that the buttons are not responding on keypad. The buttons feel normal and click back when pressed. The reporter denies using cleaning solvents, but the pump was exposed to water.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.